Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. The cause for the pulse test failure was isolated to a poor connection between the defibrillator and c/a boards. The poor connection was caused by dirty pins on connectors j1002aa and j1003aa. The root cause for the dirty pins could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.